Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the knife head is fractured was identified. It is likely the result of excessive heating; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the single use electrosurgical knife head was fractured. The issue occurred during the therapeutic procedure (endoscopic submucosal dissection), which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.